Event description:
During troubleshooting for an unrelated alarm that occurred on the homechoice device it was found that the home patient had the patient line clamp closed during prime (use error). As a result, there was air in the line. This occurred during initial drain while the patient was connected. The technical service representative (tsr) assisted with ending the therapy. Tsr recommended that the home patient start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.